Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID 823148) was implanted and had programming difficulties and leakage. The issue was noted after 10 days from surgery while the patient was admitted with worsening symptoms. At the time of this report the valve remains implanted; however, a revision surgery is planned. No additional information has been provided after several attempts.

Event description:
N/a.

Manufacturer narrative:
The hakim valve (ID: 823148) was not returned for evaluation (revision surgery was planned; it is unknown if valve was explanted, no additional information was received after several attempts) ; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.